Event description:
Possible seizure; during a tms treatment at (B)(6) my left leg began to have very severe stabbing pain. I am not certain if I was also experiencing involuntary movement in that limb, but I may have been. I was unable to get the tech who was administering the treatment to take the issue seriously. The pain (and perhaps also the involuntary movement) continued for 10-15 minutes after the treatment. I discontinued further treatment and had a (B)(6) appointment with the physician the next week, but also felt that she was dismissive of my concerns. She felt that perhaps the magnet had stimulated my motor control center, but since the treatment was being given on the left side of my head and the movement occurred on the left, this didn't make much sense to me. FDA safety report ID# (B)(4).